Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Additional information indicates that the assigned code now applies to the event.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the step taken to resolve the loss of stimulation was that they "rewidened the parameters". The patient called back the next day stating that their implant was not working properly, so they were not using it. It was also noted that they recently "did a new implant to correct it".

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of stimulation. The patient stated that they had something screwed up on their patient programmer and had to get a hold of a manufacturer representative or someone to get it looked at. The patient reported that they were on group a and used to have an a in a square on the programmer screen but did not have one anymore. The patient said that group a was not ¿zapping¿ anymore. This was clarified and they said that they were not feeling stimulation anymore. They stated that they woke up one night and was not feeling stimulation anymore. The patient checked their patient programmer and it said that stimulation was on. Additional information has been requested regarding interventions, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.